Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator felt a pinching sensation in their right buttock where their ins was located. The patient had not adjusted their stimulation in a long time. The patient was told that there was a possibility of overstimulation, but it had not been confirmed. The patient stated that they would decrease their stimulation then assess. The remote was assessed and the patient stated that they must have not actually turned the remote back on after a procedure. The patient also reported hip pain and their physical therapist stated that it could be device related. However, the patient was told that since the device was off for the last 2 weeks, that could fully rule out stimulation causing their issues. Stimulation was turned back on and the patient felt it comfortably. Turning on the stimulation did not intensify any of their pain. The patient later stated there was no improvement after decreasing their stimulation. The symptoms were now reportedly worse than baseline. The patient changed their program and felt stimulation comfortably. There were no additional patient complications.